Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 8000 c 702 module (c702) and ise indirect k for gen.2 (potassium) on a cobas 8000 ise module. The erroneous results were reported outside of the laboratory to the physician. This medwatch will cover the cobas 8000 ise module. Please refer to the medwatch with patient identifier (B)(6) for information related to the c702 analyzer. The sample initially resulted as 1300 umol/l for crep on the c702 analyzer and 9 mmol/l for potassium on the cobas 8000 ise module. The sample was repeated and the same results were obtained. The patient went to the emergency room and a new sample was collected from the patient. For this new sample, both crep and potassium results were normal. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided. The customer performed an experiment by adding one drop of urine into a serum/plasma tube. The tube was not mixed after addition of the urine. The original serum/plasma tube and the same serum/plasma sample containing the urine drop were measured. A strong elevation in values for different test parameters could be seen. Urine contamination was believed to be the reason for the elevated crep and potassium results in the complained patient sample.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A contamination with urine due to an improperly working sample probe may be a potential root cause.